Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report adverse events and a product complaint (pc), concerned a minor female patient of an unknown age and origin. Medical history and concomitant medications was not provided. The patient received insulin lispro (rdna origin) injections (humalog) via cartridge with a reusable pen (humapen ergo ii), 6u, thrice a day, for the treatment of type 1 diabetes mellitus. Route of administration, and therapy start date were not provided. On an unspecified date, while on insulin lispro therapy, she experienced diabetic acidosis and almost died (as reported), hence, she was hospitalized for about 9 days at intensive care unit (ICU), and they put her an insulin pump. She then recovered from diabetic ketoacidosis. When the pump was removed, her blood glucose remained high (values, units, and reference ranges were not provided), so they put her back on the insulin pump and she took a while to recover, but she managed it, and after 9 days they moved her to a regular room even with high glucose levels (values, units, and reference ranges were not provided). Her mother brough her home food, so she would not eat hospital food, but even so, her glucose remained high (values, units, and reference ranges were not provided). A new cartridge was set into the humapen ergo ii, because the one that was already in might was not good anymore and was not working, but the replacement still did not work. The dose could be set, the humapen ergo ii made the usual sound when pressed, suggesting a dose was delivered, but the glucose did not go down, and no insulin was coming out. The mother of the patient did not perform priming (improper use). An hour and a half after, the glucose was still high and after eating it was even higher (values, units, and reference ranges were not provided). She was then administered with insulin lispro from the cartridge with a syringe, and two days before discharge, a nurse tested the humapen ergo ii by dialing 10 units and pressing but nothing came out (missed dose), which explained the persistent high glucose. The mother of the patient took the humapen ergo ii to the pharmacy, where a pharmacist also confirmed it was not working. (Lot; 2405d08, (B)(4). She continued administering insulin lispro with a syringe and she recovered from the high blood glucose event. Information regarding further corrective treatments, and outcome of the remaining event was not provided. The mother of the patient was the operator of the humapen ergo ii, and her training status was not provided. The general humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use was not provided. The humapen ergo ii was available and its return was expected. The reporting consumer did not provide an opinion of relatedness between the events and the insulin lispro therapy not between the event and the humapen ergo ii. Edit (B)(6) 2025: upon review of information received on (B)(6) 2025, add the applicable product complaint information in the case narrative. Updated the narrative with new information. Update (B)(6) 2025: additional information was received from initial reporting consumer on (B)(6) 2025. Added one non-serious event of missed dose. Updated the seriousness of event of blood glucose increased from non-serious to serious with seriousness criteria of hospitalization, outcome of the events of diabetic ketoacidosis and blood glucose increased from unknown to recovered and suspect drug coding from generic insulin lispro to insulin lispro (humalog). Updated the narrative with new information. Edit (B)(6) 2025: upon internal review of the information received on 17-nov-2025, additional humapen ergo ii device was removed upon confirmation that the case involved only one reusable device. Updated case and narrative accordingly. Edit (B)(6) 2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report adverse events and a product complaint (pc), concerned a minor female patient of an unknown age and origin. Medical history and concomitant medications was not provided. The patient received insulin lispro (rdna origin) injections (humalog) via cartridge with a reusable pen (humapen ergo ii), 6u, thrice a day, for the treatment of type 1 diabetes mellitus. Route of administration, and therapy start date were not provided. On an unspecified date, while on insulin lispro therapy, she experienced diabetic acidosis and almost died (as reported), hence, she was hospitalized for about 9 days at intensive care unit (ICU), and they put her an insulin pump. She then recovered from diabetic ketoacidosis. When the pump was removed, her blood glucose remained high (values, units, and reference ranges were not provided), so they put her back on the insulin pump and she took a while to recover, but she managed it, and after 9 days they moved her to a regular room even with high glucose levels (values, units, and reference ranges were not provided). Her mother brough her home food, so she would not eat hospital food, but even so, her glucose remained high (values, units, and reference ranges were not provided). A new cartridge was set into the humapen ergo ii, because the one that was already in might was not good anymore and was not working, but the replacement still did not work. The dose could be set, the humapen ergo ii made the usual sound when pressed, suggesting a dose was delivered, but the glucose did not go down, and no insulin was coming out. The mother of the patient did not perform priming (improper use). An hour and a half after, the glucose was still high and after eating it was even higher (values, units, and reference ranges were not provided). She was then administered with insulin lispro from the cartridge with a syringe, and two days before discharge, a nurse tested the humapen ergo ii by dialing 10 units and pressing but nothing came out (missed dose), which explained the persistent high glucose. The mother of the patient took the humapen ergo ii to the pharmacy, where a pharmacist also confirmed it was not working. (Lot; 2405d08, (B)(4). She continued administering insulin lispro with a syringe and she recovered from the high blood glucose event. Information regarding further corrective treatments, and outcome of the remaining event was not provided. The mother of the patient was the operator of the humapen ergo ii, and her training status was not provided. The general humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use was not provided. The humapen ergo ii did not return to manufacturer. The reporting consumer did not provide an opinion of relatedness between the events and the insulin lispro therapy not between the event and the humapen ergo ii. Edit 13-nov-2025: upon review of information received on 06-nov-2025, add the applicable product complaint information in the case narrative. Updated the narrative with new information. Update 20-nov-2025: additional information was received from initial reporting consumer on 17-nov-2025. Added one non-serious event of missed dose. Updated the seriousness of event of blood glucose increased from non-serious to serious with seriousness criteria of hospitalization, outcome of the events of diabetic ketoacidosis and blood glucose increased from unknown to recovered and suspect drug coding from generic insulin lispro to insulin lispro (humalog). Updated the narrative with new information. Edit 02-dec-2025: upon internal review of the information received on 17-nov-2025, additional humapen ergo ii device was removed upon confirmation that the case involved only one reusable device. Updated case and narrative accordingly. Edit 03dec2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 13jan2026: additional information received on 08jan2026 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, and device return status to not returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 13jan2026 in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported a minor female patient was utilizing a humapen ergo ii device and was experiencing increased blood glucose. "A new cartridge was set into the humapen ergo ii, because the one that was already in might was not good anymore and was not working, but the replacement still did not work. The dose could be set, the humapen ergo ii made the usual sound when pressed, suggesting a dose was delivered, but the glucose did not go down, and no insulin was coming out". The patient experienced diabetic ketoacidosis and increased blood glucose. The device was not returned to the manufacturer for investigation (batch 2405d08, manufactured may 2024). Malfunction unknown. A complaint history review and an assessment of the batch complaint profile were conducted with no atypical findings. Additionally, all humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The user did not prime before use. This may be relevant to the events of diabetic ketoacidosis and increased blood glucose.